Event description:
Initial reporter stated he had been called because the system was reported to be "not working." Nursing personnel had reported that the system was to be used for a blood transfusion but that blood aspiration was not possible. Nurses indicated that they were able to flush the system but puffiness was noted in the portal area during the flushing.

Manufacturer narrative:
A copy of a second medwatch form 3500a rec'd from ecri referencing this incident. This form lists pt codes and user facility number.